Event description:
Boston scientific received information that out of range pacing impedance measurements were displayed during routine follow-up. Lead evaluation showed, a loss of capture with increased threshold measurements. Two inappropriate atrial tachy response episodes were found in the logbook. Physician decided to wait until normal device change out replacement to resolve lead issue. There were no adverse patient effects. The lead as of this date remains implanted. This report will be updated should additional information become available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.